Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received five appropriate treatments. The device was started up at 013:10:44 on (B)(6) 2024. At 16:05:11, the patient received the first appropriate treatment. Rhythm at time of treatment was vt @ 200 bpm. Post shock rhythm was vf. At 16:06:36, the patient received the second appropriate treatment. Rhythm at time of treatment was vf post shock rhythm was vf. At 16:07:10, the patient received the third appropriate treatment. Rhythm at time of treatment was vf post shock rhythm was vf. At 16:07:32, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vf post shock rhythm was vf. At 16:07:54, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vf post shock rhythm was vf. The device was shut down at 17:00:20 on (B)(6) 2024.